Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, the adverse events of an umbilical hernia, and a malposition of the pd catheter, characterized by fill and drain complications during peritoneal dialysis (pd) therapy. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology. The cause of this patient¿s umbilical hernia is can be attributed to a malposition of the pd catheter as reported by the peritoneal dialysis registered nurse (pdrn). It is well-known pd catheter-related problems are the major causes of technique failure in pd patients. Since there was no report of any adverse event caused by any fresenius product(s) or device(s) and confirmation the patient¿s umbilical hernia was directly attributed to a malposition of the pd catheter, the liberty select cycler can be excluded as the source at this time. Based on the required information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.

Event description:
A peritoneal dialysis (pd) patient reported that their pd prescription was changed following surgery. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient underwent a planned outpatient procedure on (B)(6) 2020 for an umbilical hernia repair and a pd catheter (not a fresenius product) revision. It was reported the patient¿s pd catheter was in malposition and the patient experienced fill and drain issues during ccpd therapy on the liberty select cycler at home. Additionally, the patient¿s umbilical hernia was directly attributed to the malposition of the pd catheter and there was no report pd therapy exacerbated the severity of the hernia. The patient¿s fill volume was decreased from 2500 ml to 1250 ml following this procedure. It was confirmed the patient¿s outpatient procedure for an umbilical hernia repair and pd catheter revision was not due to a deficiency or malfunction of the liberty select cycler or any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler with persistent fill and drain complications.